Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a pacemaker implant, the analyzer displayed r-waves that were not accurate, and the values would drop a couple of minutes after the first measurement. Several positions were attempted with the same results. Eventually, the r-waves stabled out. The physician believed that the programmer was not interpreting the sensing correctly, and requested that an additional programmer be used to compare values. The programmer and analyzer remain in use. No patient complications have been reported as a result of this event.